Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked j2 connector at the lcd board. After properly connecting the j2 connector, the backlight functioned properly. Analysis was unable to perform any tests due to the button anomaly. The insulin pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 292 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.